Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 28-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and although the technician confirmed the user complaint of "image blackout" and also documented the following inspection findings: fluid invasion in pve connector, air/ water socket cylinder o-ring chipped, insertion tube bump at end of root brace, insertion tube bump at stage 3, passed wet leak test, passed dry leak test, #3 remote control button not working, fluid invasion not observed in control body, pve electrical connector frame mild corrosion, #2 remote control button not working, #1 remote control button not working, zoom lever switch is not functioning. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Ec-3490li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on 01-jun-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-jun-2012. The endoscope was is awaiting any repairs and approval by final qc as of 25-aug-2021.